Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was attempting to attach the spreader to the 10mm easyclip when we noticed the flexible silver latch on the inside of the spreader was broken off. This would not allow the spreader to close completely, making it difficult for the surgeon to get the 10mm easyclip attached. He was able to get the easyclip attached and completed the case.

Manufacturer narrative:
The reported incident that adjustable forceps easyclip was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by aging and reprocessing. The device inspection revealed several marks of usage and several spots of rusts. As the device was manufactured 6,5 years prior breakage, we can consider it has reached the end of its serviceable life. Please note that the cleaning and sterilization guide (ot-rg-1 en rev-2 l24002000 rev. N cleaning & sterilization guide_2015-8332) reads: ''inspection: before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. Recessed features (holes, cannulations). Features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface). ¿flexible¿ instruments, e.g. Im reamers, should be checked for damage to the spiral element. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details. [Page 8]'' [original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was attempting to attach the spreader to the 10mm easyclip when we noticed the flexible silver latch on the inside of the spreader was broken off. This would not allow the spreader to close completely, making it difficult for the surgeon to get the 10mm easyclip attached. He was able to get the easyclip attached and completed the case.